Event description:
The customer reported via the sales rep that there were no centralisers in the exeter stem packing. It is further reported that the stem was implanted without the centraliser with no adverse consequences.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.